Manufacturer narrative:
Concomitant medical products - model: 407652, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and oversensing noise. The lead has been capped and replaced. No patient complications have been reported as a result of this event.